Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 400-666 mg/dl; cause was unknown. Customer went to the emergency room (ER) and was subsequently hospitalized. Reportedly, the customer declined further assistance from tandem technical support regarding the hospitalization issue. No additional patient or event information was available.